Event description:
Resident was found in the gap between the upper siderail and head of the bed. Resident was face down, draped over the mattress from the waist up. Her face was nearly touching the floor. When assessed, resident was found to be non-responsive to verbal and tactile stimuli. Right arm was discolored with a 2" long groove noted on the right forearm. Additionally the sternum, right and left breasts were reddened.